Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer, that during an mr examination the patient sustained a fracture in the 4th finger of the right hand.

Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. This is considered to be an unfortunate incident, which could have been prevented. The patient's right finger was pinched between the tabletop and the patient support of the mr system during horizontal movement into the bore, resulting in a bleeding and broken fourth right finger. During such table movements the operator should always ensure the patient's hands and make sure there are no cable or extremities positioned such that they can be caught. In this case no arm supports and no body straps were used to position the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. This is considered to be an unfortunate incident, which could have been prevented. The patient's right finger was pinched between the tabletop and the patient support of the mr system during horizontal movement into the bore, resulting in a bleeding and broken fourth right finger. During such table movements the operator should always ensure the patient's hands and make sure there are no cable or extremities positioned such that they can be caught. In this case no arm supports and no body straps were used to position the patient.